Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection did not identify any abnormalities. During a diagnostic test it was found that the force sensing resistors (fsrs) were defective. The cause of the malfunction was unknown. The fsrs were replaced to correct the condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, a baxter service technician found that a flogard infusion pump¿s force sensing resistors were defective. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.